Event description:
Patient reported left side "grade 3 capsular contracture, symptomatic pain", "I am very concerned about the increasing pain I am experiencing and the risk associated with these implants of alcl", and "left implant folded over". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reporting "I am very concerned about the increasing pain I am experiencing and the risk associated with these implants of alcl", "symptomatic pain" and capsular contracture, baker grade iii and "the left implant has folded over" diagnosed by ultrasound. Physician confirms capsular contracture baker grade iii and "some peri-implant fluid around the implant". Capsules were completely excised and sent for testing which have shown standard capsular changes. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: observed crease fold. Additional observations: wear abrasion observed. No further actions are required as the device was implanted.